Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that there was a localizer faulted error when the site was in verify instruments. A manufacturing representative (rep) checked the device and noted that the system had a localizer faulted message and an amber light on the camera. The nditoolbox showed bumped bump status and storage for internal temperature exceeded. The camera logs showed erroneous bump status and that the system had bump detector battery faulted, bump detected, and storage temperature exceeded. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 , ln: 900467, h6: the system was serviced in the field and hardware parts were replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c0201, d02 the camera, product ID: 9735821, ln: 900467, was returned for analysis. Analysis found that the returned psu had severe scratches on the housing and lenses. A check of the event log found intermittent firmware incompatibility dating back to (B)(6) 2017 and intermittent illuminator current low dating back to (B)(6) 2018. There was a battery low voltage message along with bump detected and storage temperature exceeded. The psu failed accuracy testing at .501 mm with a passing threshold of .25 mm. Applicable codes: b01, c0201, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.